Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed a fracture on its proximal shaft. Evaluation revealed kinks near the fractured sites indicating that the velocity likely kinked prior to fracturing. If the velocity is advanced at an angle during use, it may become kinked and subsequently fractured. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity), and two guidewires. It was noted that the patient¿s anatomy was tortuous. During the procedure, a few passes were completed in the basilar artery using the red62. Next, the physician advanced the velocity to the right superior cerebellar artery. It was visualized under fluoroscopy that the velocity was damaged. The physician decided to remove the velocity. While removing, the velocity fractured at the midshaft. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a new velocity, the same red62, and the same guidewires. There was no report of an adverse effect to the patient.